Event description:
This event was reported as ring explanted to severe mitral regurgitation, and posterior leaflet of mitral valve severely retracted and annulus calcified posteriorly; no further info was provided.